Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument, manually cleaned the cuvettes, cleaned the water bath, replaced the cuvette washer dry tip, and replaced mixer 1 and mixer 2 to resolve the issue. The customer performed precision testing and ran qc with results in specification. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. Instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed discrepant results on the alinity c processing module. None of the incorrect results were reported out of the lab. The following data was provided. Magnesium: sid (B)(6) initial critical result of 3.10 mmol/l retested at 0.86 mmol/l (normal range (0.4 - 1.10 mmol/l). Sodium: sid (B)(6) initial result of 104 mmol/l retested at 137 mmol/l (normal range 135 - 145 mmol/l). No adverse impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.